Manufacturer narrative:
Product analysis: visual inspection of the centrifugal pump showed evidence of clotting around the upper and lower pivot bushings. The centrifugal pump was cleaned in a 10% bleach solution. Additional visual inspection showed the impeller was loose inside the housing. Performance analysis was conducted and the centrifugal pump was tested per specification. The centrifugal pump was run on a bio-console from 0-4000 rpm¿s, using fluid, a noise level greater than 80 db was recorded, the specification is less than 68 db. The centrifugal pump was cut apart and the pivot pin on the top of the impeller was melted into the impeller. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this bio-console instrument, external motor drive and centrifugal pump, the motor head decoupling sound began. The circuit was clamped, and hand crank initiated. The patient underwent CPR due to no flow. The circuit was moved to a new motor drive, and the noise continued. The customer switched to a different manufacturers centrifugal pump system including circuit to eliminate the noise and remedy flow. The customer reported that the patient was not anti-coagulated due to bleeding complications and a clot was evident inside the centrifugal pump. There was no visible damage to the centrifugal pump. The customer stated that the circuit was in use for 329 hours prior to the issue and the flow rate was at 4.5lpm. The customer believes that due to no anti-coagulation, the clot formed over the extended period of use (329 hours). Patient status is unknown along with patient data due to hippa requirements.

Manufacturer narrative:
Medtronic investigation and conclusion visual inspection showed evidence of clotting around the upper and lower pivot bushings. Additional visual inspection showed the impeller was loose inside the housing. The device was run and a noise level greater than 80 db was recorded, specification is less than 68 db. The device was cut apart, and the pivot pin on the top of the impeller was melted into the impeller. Review of the complaint file indicated the patient did not receive anticoagulation therapy. IFU gives the following the precaution 'follow hospital protocol for maintaining adequate anticoagulation for a period appropriate to cardiopulmonary bypass. Formation of thrombus in the circuit may increase the risk of damage to the perfusion system equipment.' The excessive noise is attributed to the failing pivot bearing. The IFU recommends a use period appropriate to cardiopulmonary bypass up to 6 hours (issue occurred after 329 hours use) and gives the following warning, 'frequent patient and device monitoring is recommended; do not leave the centrifugal blood pump unattended while in use. Monitor the flow rate carefully for signs of occlusion throughout the circuit.' Trends for issues with this product are reviewed at quarterly quality meetings. This investigation was completed with the information that was provided. If additional information is received this investigation will be reopened if deemed necessary. No further actions to be taken at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this bio-console instrument, external motor drive and centrifugal pump, a motor head decoupling sound began. The circuit was clamped, and hand crank initiated. The patient underwent CPR due to no flow. The circuit was moved to a new motor drive, and the noise continued. The customer switched to a different manufacturers centrifugal pump system including circuit to eliminate the noise and remedy flow. The customer reported that the patient was not anti-coagulated due to bleeding complications and a clot was evident inside the centrifugal pump. There was no visible damage to the centrifugal pump. The customer stated that the circuit was in use for 329 hours prior to the issue and the flow rate was at 4.5lpm. The customer believes that due to no anti-coagulation, the clot formed over the extended period of use (329 hours). Patient status is unknown along with patient data due to hippa requirements.